Event description:
Per the audiologist, the patient reported not hearing recognizable sounds with the cochlear implant system. Neural response telemetry tests done at the clinic (date unknown) showed good neural responses. Results of a integrity test done in 2007 showed normal receiver/stimulator function. External equipment and the patient's sound processor program have been changed multiple times. The patient reports inconsistent use of the cochlear implant system due to lack of benefit. The patient's device was explanted approx four and a half months later and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.